Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the fluid was seen spirting from the ll connection point of the filter to the primary line and blood was seen backflowing into the filter in both cases could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e and lot number 19117133 was performed. The search showed that a total of 6,603 units in 1 lot number was built on 03dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that blood was seen backflowing into the bd alaris¿ smartsite¿ low sorbing extension set filter, as well as leaking from the ll connection point to the primary line. These events occurred twice each during use. The following information was provided by the initial reporter: "we have had two incidents this week with the same lot number product. Administration of paclitaxel chemotherapy via secondary admin set attached to a primary line. The low sorbing filter extension set is attached to the primary line closest to the patient. The fluid was seen spirting from the ll connection point of the filter to the primary line. Blood was seen backflowing into the filter in both cases as well. No visible cracks or other deformities visible on the ll connection site. Video of one incident captured. A050401 - fluid/blood leak / fuite de liquide / de sang; a140501 - backflow / refoulement; e2403 - no clinical signs symptoms or conditions / aucun signe, symptôme ou condition cliniques; f26 - no health consequences or impact / aucune conséquence ou incidence sur la santé

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood was seen backflowing into the bd alaris¿ smartsite¿ low sorbing extension set filter, as well as leaking from the ll connection point to the primary line. These events occurred twice each during use. The following information was provided by the initial reporter: "we have had two incidents this week with the same lot number product. Administration of paclitaxel chemotherapy via secondary admin set attached to a primary line. The low sorbing filter extension set is attached to the primary line closest to the patient. The fluid was seen spirting from the ll connection point of the filter to the primary line. Blood was seen backflowing into the filter in both cases as well. No visible cracks or other deformities visible on the ll connection site. Video of one incident captured. (B)(4).